Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the clinic because the device had been beeping. The physician encountered difficulty interrogating the device and during the attempts numerous fault codes were displayed.